Event description:
It was reported that the patient presented in clinic for a follow-up appointment. Upon review, the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were performed. The patient condition was stable.